Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the brachysource I-125 implant seeds in cartridges that are cleared in the us. The pro code and 510 k number for the brachysource I-125 implant seeds in cartridges are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Photos/images/videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a brachytherapy procedure using iodine seeds was performed. It was reported that seed assay was conducted on the same day for a calibration seed (patient ID: (B)(6); bard tracking number: (B)(4). A discrepancy was identified between the seed calibration certificate and the labels on the seed container and bag. There is no patient contact.